Event description:
A barostim system was implanted on (B)(6) 2025. Following implant, the patient experienced difficulty swallowing and swelling at the neck incision. The certified physician assistant ruled out an infection as the patient's white blood cell count was not elevated. A CT was performed and revealed fluid and gas collection along the left neck stimulator lead and anterior to left carotid space. Per the opinion of the physician, based on the imaging results the root cause of the event was related to abscess. The patient was put on antibiotics, and an aspiration of the abscess was performed. The patient was seen for a follow up on 19-dec-2025 and it was confirmed that they were doing well. The patient reported that they were hospitalized for a high fever and confusion on (B)(6) 2025. The patient was seen for a follow up on 16-jan-2026 and they reported that the difficulty swallowing and difficulty of pressing their lips together resolved and the swelling was reduced.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, based on the imaging results the root cause of the event was related to an abscess. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. Following implant, the patient experienced difficulty swallowing and swelling at the neck incision. The certified physician assistant ruled out an infection as the patient's white blood cell count was not elevated. A CT was performed and revealed fluid and gas collection along the left neck stimulator lead and anterior to left carotid space. Per the opinion of the physician, based on the imaging results the root cause of the event was related to abscess. The patient was put on antibiotics, and an aspiration of the abscess was performed. The patient was seen for a follow up on (B)(6) 2025 and it was confirmed that they were doing well. The patient reported that they were hospitalized for a high fever and confusion on (B)(6) 2025 unrelated to barostim. The patient was seen for a follow up on (B)(6) 2026 and they reported that the difficulty swallowing and difficulty of pressing their lips together resolved and the swelling was reduced. As of (B)(6) 2026, it was confirmed that the patient was doing well.

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).